Event description:
It was reported the patient was enrolled in a clinical study. Initial surgery of right thumb arthroscopy with nugrip prosthesis implant was performed on (B)(6) 2012 "one year post-operatively the patient was noted to experience "increasing pain with pinch". Radiograph revealed an erosion of the implant into the trapezium with loss of height of the space between the trapezium and the metacarpal. There is also some wallowing of the prosthesis in the shaft of the metacarpal. The erosion has gotten quite close to actually eroding through the trapezium itself to the scaphoid joint." A revision surgery and implant removal was performed on (B)(6) 2013 for a diagnosis of "right nugrip prosthesis hardware failure, loosening, aseptic.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.